Event description:
It was reported to philips that the system's image processing computer was unable to boot, preventing a full system boot. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue was identified. Philips remote service engineer (rse) performed a remote evaluation and confirmed the pc¿s hard drives were malfunctioning, triggering an alert. To resolve the problem, the ippc hard drives were replaced and tested per the philips manual, the system is now fully operational. After replacing ippc hard drives, the system returned to full functionality. The codes were updated based on the investigation outcome.